Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for call was the patient (pt) reported that since they began charging their ins after they were implanted, they would have a difficult time connecting with their recharger to charge their ins. The pt stated the recharger would connect to charge the ins but quickly after they'd lose connection and they were unable to charge the ins. The pt stated they would typically charge their ins on a friday, however last week they were trying to charge their ins for an upcoming MRI on friday (on (B)(6) 2022) and that on tuesday or wednesday of last week they were trying to get the ins charged and their arm would get a cramp holding it back there and trying every which way to see if maybe if it would connect better. The pt stated they were never able to successfully charge the ins and that the ins battery was at 40% when they went for their scan, though they only needed to do the scan for 30 minutes so they had no issue with doing the scan in MRI mode at that time. The pt noted that they had previously had an MRI scan in may and that they were able to successfully charge for that appointment and they were able to successfully charge to 100% several times after that MRI. The patient was at their doctors office today and the physicians assistant was unsuccessful in staying connect to charge. The doctors office told them that they would reach out to the manufacturing representative (rep) to discuss the issue. The doctor did note that it may come down to the fact that they might have to replace the ins battery or go back to the "old battery." Worked with the pt to troubleshoot on the call and they were able to connect to charge the implant for a few seconds but the recharger would quickly go back to searching again. The pt received a 1707 service code and confirmed that they'd already received this message several times before. The pt continued to attempt to charge the ins however they kept getting the 1707 service code and they never were able to successfully connect. Ps also wanted to note that when the pt turned the recharger off after they'd given up on charging, they also received a 2019 service code on their recharger application. The patient stated they knew that they made a new pocket when they went to implant their ins and that their ins location was deep. The patient stated they had to call the rep within the first week of having the implant to report it "wasn't working" (they were having difficulty charging,) though the rep had been able to help them with a few "hints" for charging and the patient was always able to successfully charge the ins, they just had difficulty connecting to charge the ins initially. The patient stated there were times that they'd just have to stand for the whole 30 minutes in order to successfully charge. The patient also reported that since they started charging they would feel the "little shock," from the prongs of the recharger every time they were searching with the recharger to find the implant until they could find the spot of their ins. The patient stated the ins was below their hip, 3-4 inches from their waist and over towards their crack. The patient said it was almost the stretch of a hand. The patient stated the implant site had b een healed at that time and that they would feel the shocks as they were connecting. The patient stated they couldn't say if it was constant or random because they would get used to it but they noticed it when they were connecting to charge the implant. The patient stated they'd usually charge with their belt and the recharger right against their skin because they'd had difficulties connecting with a clothing barrier. They said that sometimes they did use clothing and they'd still feel it.